Event description:
It was reported that during a cryo ablation procedure, it was difficult to advance the system (integrated needle/dilator and sheath) into the iliac vein. Access was obtained in the right groin. A cs catheter and ice catheter was placed. The wire was inserted into the svc. The flexcath and flexcath cross system was inserted over the wire but was not able to make it past the iliac vein. The flexcath was removed and for some time the doctor tried to reinsert the wire but was not able to make it past the iliac. A contrast injection was performed which showed a collateral vein going off to the left and possible perforation/leakage of contrast into the tissue on the right. Patient's blood pressure dropped. The case was aborted. The patient was under general anesthesia. A stent was placed, and cardiopulmonary resuscitation (CPR) was performed briefly. The patient was stabilized. The patient was moved to the intensive care unit (ICU). It was difficult to wean the patient off the vent. A tracheotomy was placed at a later date. Per additional information provided by the rep the physician believes the attempts to advance the guidewire into the iliac vein were the cause of the perforation. It was noted that the perforation occurred after the flexcath was removed from the body. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was discarded and is unavailable for investigation. The device identification information was not provided. Additional information will be provided in a follow up report.

Event description:
Per follow up, the physician believes the issue ocurred after the flex cath was pulled out and while attempts were made to continue to try to advance the wire. It is believed the attempts of advancing the wire caused the perforation. It was reported that the patient was awake and the trach was placed. The physician did not believe the guidewire malfunctioned.

Manufacturer narrative:
Vascular perforation is potential clinical risk associated with the use of the acqcross device, which is the same as the risk of a procedure performed with similar, competitive devices. The device identification information is not available as the device was discarded before it could be retrieved. No additional information is available. Additional information: b5. Corrected information: h6.